Event description:
It was reported that the patient had lvad implanted as bridge to transplant. After surgical procedure, the md was unable to interrogate the ICD. Repeated attempts were made during the next day and one week later to interrogate the ICD by rep and ts. There was no work-around for telemetry issue so, the device left turned off. The device remains implanted in patient. The patient was reported stable.

Manufacturer narrative:
Na.